Event description:
Customer reported that the t:slim x2 pump battery was not charging due to a power source alert, specifically alert 07. There was no adverse impact to the customer¿s blood glucose level. Customer changed the charging supplies, which resolved the issue by using a non-tandem wall adapter and tandem charging cable. Technical support educated the customer on avoiding third-party supplies and arranged to send a replacement tandem wall adapter via two-day shipping. No follow-up was needed unless the issue persisted.